Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he was hospitalized due to low blood glucose levels. Once the customer was treated by the paramedics, his blood glucose reading was 100 mg/dl at the time of admission. The customer had no further information regarding the event. Nothing further was reported.